Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and failed to capture. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
Chest x-ray was performed, and lead dislodgment was confirmed.